Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. Based on review of the available information, the patient¿s clinical deterioration and death were attributed to the severity of underlying cardiogenic shock, critical illness, and procedural complications associated with large-bore vascular access. The death is being reported conservatively. Comprehensive review did not identify evidence suggesting a causal relationship between the impella 5.5 with smartassist device and the reported event.

Event description:
An impella 5.5 with smartassist was inserted via the right axillary subclavian artery in a 53-year-old male patient who presented with acute decompensated chronic ischemic heart failure and cardiogenic shock. The patient was classified as scai stage d and was receiving inotropic support, vasopressors, and respiratory support via mechanical ventilation. Immediately prior to leaving the procedure table, changes in waveforms were observed with an associated drop in pressure. Echocardiography demonstrated a pericardial effusion. A pericardial window was performed. The patient experienced tachycardia, pericardial effusion, vessel perforation, surgical intervention, and subsequently expired. Based on review of the available information, the patient¿s clinical deterioration and death were attributed to the severity of underlying cardiogenic shock, critical illness, and procedural complications associated with large-bore vascular access. The death is being reported conservatively. Comprehensive review did not identify evidence suggesting a causal relationship between the impella 5.5 with smartassist device and the reported event.

Manufacturer narrative:
Correction: section e4 was inadvertently left blank in the initial report. Section h6: medical device problem code was updated to the correct one based on additional information. Product complaint #: (B)(4). Investigation summary: the cause of the vessel perforation (patient/device interaction) was determined to be patient related due to the clinical details noting the patient tissue was extremely fragile. The cause of the pericardial effusion was not determined due to insufficient clinical details and no product return. The cause of the tachycardia was unable to be determined due to insufficient clinical details and no product return. Device history lot: device lot: 2007095. Device history batch: subcomponent lot: n/a. Device history review: the pump sn (B)(6) passed all the post sterile inspection checks.